Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after a culture test was performed; "borinebacterium" was found in the oer drain and "sphingomonas paucimobilis" and ¿bacillus" were found in the cleaning tub. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.